Manufacturer narrative:
Additional information: d10 the reported field event of device caused infection was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-23153. Related manufacturer reference number: 2017865-2020-23155. It was reported that the patient presented to the clinic with a pocket site ulceration which was determined to be a pocket infection. The physician explanted the patient's pacemaker and right ventricular (rv) lead. The atrial lead was unable to be explanted so the physician capped the lead during the same procedure on (B)(6) 2020. The patient was stable throughout.